Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were call service (cs 060) alarms observed in the alarm history. The pump powered on with no alarms and was exercised for 24 hours without any cs alarms emitted. Unrelated to the original complaint, there was moisture observed in the display and the pump case was cracked near the corner of the display. The leak test confirmed the leak and there was moisture found on the printed circuit board when the pump was opened.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.